Event description:
It was reported that a patient had a bladder infection for the past month. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. She wanted to increase her stimulation using her patient programmer but was unable to. She was having issues increasing power. The therapy was not on. Troubleshooting resolved the issue and the patient was able to activate program 1 and decrease from 4.5 to 3.1. The patient stated that turning stimulation on at 4.5 was too high. It was noted that the patient had a urinary tract infection in (B)(6) and was not voiding like she should have been. She felt like she need the stimulation boosted and probably turned stimulation off. She also reported a uti in (B)(6), a bad one, that lasted until (B)(6) and required 4-5 antibiotics. In (B)(6) 2014, the patient saw her doctor and was on program 3 at 6 and somewhere between then and the time of this report she changed to 1 at 4.5.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va06p6u, implanted: (B)(6) 2013, product type lead. (B)(4).